Event description:
Patient was on a low air loss bed and migrated to the right side of the bed. The patient's right arm became entrapped between the mattress and side rail. The bed was deflated to free the patient's arm. The patient was removed from the bed. Note: the bed was not sequestered, thus I am unable to provide the serial number for the specific bed involved.